Event description:
It was reported by the patient's daughter that the physical therapist noted the patient's heart rate to be at 50 beats per minute (bpm) on the monitor, however the implantable pulse generator (ipg) was set for a lower rate of 60 (bpm). No further in formation could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.